Manufacturer narrative:
Patient information was refused from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection. It was reported that after registering a patient twice, they got two passing values, the first attempt was 1.7 and then the second attempt was 3.9 the surgeon wanted to use the first attempt and when they went back to registration to select that attempt, it would be visible but could not be selected. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.